Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was cancelling some boluses. The customer stated that no alarm occurred and that no buttons were accidentally pressed. The customer stated that insulin did exit after programming a bolus and that it appeared in the bolus memory of the insulin pump. The customer also successfully performed a self test. Advised that a replacement insulin pump would be sent. Asked customer to return insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.